Manufacturer narrative:
H.6. Investigation summary: one photo received by our quality team for investigation. Upon visual evaluation, a plastic bag with syringes inside is observed. Unable to confirm failure based on the image displayed. Physical samples are required to further analyze. A device history review was performed for lot 2161837, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd 20ml luer-lok¿ syringe the plunger was difficult to move. The following information was provided by the initial reporter, translated from spanish to english: the barrel is thinner where the plunger gets stuck.